Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (unknown test strip lot), is related to case with patient identifier (B)(6) (test strip lot 102571).

Event description:
It was reported the patient received the following results within 15 minutes: 222 mg/dl, 69 mg/dl, 132 mg/dl, and 40 mg/dl. The patient used 2 test strip vials (lot 102571 and an unknown lot number) during the result comparison but does not remember which results came from which test strip vial.